Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were referenced in the article. The baseline gender/age characteristics of the patients referenced in the article is male/(B)(4) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: pecha s, kennergren c, yildirim y, gosau n, aydin a, willems s, et al. (2016) coronary sinus lead removal: a comparison between active and passive fixation leads. Plos one 11(4): e0153651. Doi:10.1371/journal.pone.0153651.

Event description:
A journal article was reviewed which contained information regarding coronary sinus leads and their removal. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that the leads were removed due to infection and/or sepsis. There were also reports of ¿partial retraction of the proximal lobes,¿ ¿an abandoned lead fragment after the extraction failure,¿ as well as other unspecified ¿lead extraction failures,¿ an apparent lead fracture during removal, and there were reports of fibrotic tissue growth between the fixation lobes. The status of the leads is unknown. Of note, the author indicated that there were no procedural complications as a result of the lead extraction during the 30-day follow up period. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.